Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with right ventricular lead noise. The noise occurred approximately six months ago. No changes were made, and the patient will continue to be monitored.